Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 440 mg/dl. The customer also reported no delivery alarms. She treated her high blood glucose level with syringes. The insulin pump's screen had minor scratches. The product was not returned. Nothing further to report.